Event description:
An aus device was implanted on 3/7/91 as an artificial bowel sphincter. The aus balloon and cuff were removed on 10/16/96 and an abs cuff and balloon were implanted. The aus pump was removed from the pt on 3/12/97 due to a non-functioning pump-difficulties activating system.